Event description:
Pt had an option ivc filter placed on (B)(6) 2010. The presented for routine removal of the filter on (B)(6) 2011. The tip of the filter was embedded against the wall of the ivc and could not be engaged with the snare. Multiple attempts were made to disengage the filter tip from the caval wall. During one of these attempts, a nitinol wire loop was successfully engaged around 2 legs of the filter. These 2 legs broke off and were successfully removed, leaving the remainder of the filter still within the pt. After multiple other attempts, the remainder of the ivc filter was successfully removed. Due to the prolonged nature of the procedure, the pt was admitted for overnight observation. There were no apparent clinical sequelae, apart from a possible groin hematoma.